Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported the caller stated that the patient was having difficulty maintaining a charge using the insr, they weren't able to get a full charge beginning (B)(6) 2018. The caller also stated that the patient had subsequently had three falls on (B)(6) 2018 and the caller didn't know if that was related to the difficulty charging. The caller stated that they attempted to contact a rep, but was not successful. The reason for the call was because the caller wanted to get a rep and have them check the external devices. The hcp called back and said the rep told them to get the insr replaced. Technical services asked to further troubleshoot the issue. Patient's therapy was on and when they had a patient start a recharging session they were able to get 8 bars and it went down to 6 bars, but was maintaining. It was reported the patient had issue with recharging one day, but they had been able to recharge and getting 6-8 bars. Someone in the background indicated that patient fell the last time stimulation was not on as well, indicating a potential correlation with fall and therapy being off. After assessing the recharging, technical services told caller that everything was normal. Caller requested that recharger get replaced despite no issue now; technical services agreed to send insr antenna since that was the most likely broken part. It was reported the insr antenna was damaged. A replacement insr antenna was sent. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller mentioned another resident in which the rep came out to check the system and it didn't turn out to be any malfunction of the device. Nothing was related to the device. Caller indicated they had a questionnaire completed for the patient, but was already sealed in the envelope so information couldn't be taken over the phone. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported the falls were not from therapy being off. The consumer reported the stimulator was not turned off. It was reported stimulation being off was not actually observed and was only speculation by the nurse on the unit. It was reported the speculation proved to be unfounded. The unit was checked by the manufacturer representative and was found to be in proper working order. The replacement of the insr antenna resolved the recharging issue.